Manufacturer narrative:
Device manufacture date: the device manufacture date was unknown; therefore, (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. During the tests it was determined that it was possible to notice the coupling tool side was broken. After opening the device, it was further determined that it was not possible to notice any issue due to cleaning flaws, indicating that the damage was exclusively caused by improper handling. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling tool side was not functioning and defective on the compact air drive device. It was further determined that the device failed pretest for check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running and check for air leak. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.